Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a procedure involving the lead, several issues were observed. The lead was found to be fractured, damaged, or broken, and there was rust on the distal end of the lead that connects to the generator. High impedance was detected on all electrodes, and this impedance issue was noted on the day of surgery. Troubleshooting steps included unplugging the lead, wiping it off multiple times, and trying both ports on the ins, but the impedances remained high. The issue is ongoing and unresolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(6), ubd: 05-jun-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.